Manufacturer narrative:
(B)(4). This device is not sold in the us. The most similar 510(k) information has been provided. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the hakim valve was unable to be programmed after implantation with a delay in patient treatment. The valve was implanted to the patient; however, date of implant and initial setting are unknown. It was reported that the pressures setting was not able to change with a programmer, so the surgeon ordered to the sales force to bring a neodymium strong magnet around at 3pm on (B)(6) 2018. Then the sales force brought the magnet around at 5:40 pm, and it was able to change to 9cm with the magnet as a plan under fluoroscopy situation at the radiology room. At first, the pressures setting was able to change from 7cm to 8cm with an usual programmer (82-3190), but it could not change to 9cm. It took for about 3 hours that the sales force went to the head office for taking the neodymium and brought it to the hospital. As a result, it was bad influence for the patient. The surgeon commented that it was difficult to change the pressure setting for some reason. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital. The product will not be returned to your site.